Event description:
Medtronic received information from a journal article that reported outcomes of implanted conduits and homografts primarily used for right ventricle (rv) to pulmonary artery (pa) reconstruction for complex congenital cardiac defects in initial procedures or at conduit replacement. The retrospective study reviewed the outcomes of 249 patients from a single medical institution over a ten-year period. 113 of the patients had been implanted with a model from this device family; their average age was 6.5 years and average weight was 26 kilograms. 67 of the 113 patients were males. There were 38 patients from the study population who later required device replacement; of the 38, ten had been implanted with a conduit from this device family. The indications for device replacement, which were not broken out by the type of device, included infective endocarditis, graft failure, pulmonary incompetence, pulmonary stenosis, and pulmonary stenosis with incompetence. The article did specify that 11 patients developed distal conduit stenosis; seven of which were patients with an implanted device from this model family. The article¿s authors observed that a smaller homograft or conduit size was an independent predictor of device replacement, consistent with previous literature observations that somatic growth of the child produces a patient/graft mismatch that results in the need for conduit replacement. The article also reported that cardiac catheterization re-intervention (balloon dilatation, both balloon dilatation and stent insertion, and pulmonary valve implantation) was required for ten percent of the study population, but did not specify how many patients with a device from this model family required such re-intervention. It also was reported that after discharge, five patients from the total study population subsequently required permanent pacemaker implantation for arrhythmias; the article did not specify how many of those patients had been implanted with a device from this model family. A separate report has been filed on the article¿s contents regarding patients who expired within 30 days of device implant.

Manufacturer narrative:
Without device-identifying information, it could not be determined if individual reports or complaints had previously been provided to medtronic for any of the individual patients, or if any devices had been returned for analysis. A supplemental report will be filed if additional information is received or when the investigation is completed. (B)(4). Article: medium-term outcomes of bovine jugular vein graft and homograft conduits in children authors: matthew s. Yong, deane yim, yves d¿udekem, christian p. Brizard, terry robertson, john c. Galati and igor e. Konstantinov publication: anz journal of surgery doi: 10.1111/ans.13018 published online: february 23, 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the additional information requested from the authors has not been made available to medtronic. As the article did not specifically identify which products were associated with the reported clinical observations, it is unknown if the deaths were related to the devices. Deaths, stenosis and endocarditis are known adverse events. A conclusive cause could not be established from the available information. If device-identifying information or additional details regarding the patients is received, the investigation will be reopened and a supplemental report will be submitted.